Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligners, patient reported that they experienced their aligner causing a sore on their gums and making them sick. They had a chemical aftertaste that lasted in their mouth for hours. Patient did not provide any of the requested information and replied with legal action threat.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.